Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure the patient experienced hyphema and loss of visual acuity. It was reported that medical intervention was prescribed and patient healed. Lens remains implanted.

Manufacturer narrative:
H11: manufacture narrative: hyphema is identified in the labeling as a known potential adverse event following icl implantation. (B)(4).